Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was shipped a replacement device, and was informed to return the insulin pump with the issue back for analysis.

Manufacturer narrative:
The pump had intermittent buttons due to flattened dome switches. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.